Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broken femoral impactor was found in central sterile. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device found the instrument was broken into multiple pieces. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.